Manufacturer narrative:
Concomitant product(s): t510c33 tissue valve, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an old right atrial (ra) lead impedance warning. The ra lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.